Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found and replaced tubing at pinch valve pv37 to resolve the leak. He also found and replaced a cracked valve mount on valve pv2 as a preventative measure. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 5ml from the main diluter panel on a coulter lh 500 hematology analyzer. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.